Manufacturer narrative:
The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient had passed away. Medical intervention was not specified." Despite three good faith-effort attempts on (06/04/2025), (06/16/2025), and (06/20/2025) to (B)(6), the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed. Updated: product UDI device problem code grid patient outcome code grid health impact grid evaluation method code grid evaluation results code grid component code grid conclusion code grid product brand name device available for eval? Date received by mfg

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient had passed away. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.